Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) of over 600 mg/dl. Bg was addressed by administering manual injections. Customer speculated that elevated bg may have been due to inflammation or stress. No additional information was provided. Recommendation was made by tandem's technical support for the customer to contact a healthcare provider regarding bg.